Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to replace defibrillator paddles. There was no report of pt involvement or negative pt impact.